Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported¿ this pump has gone off 3 times prematurely having me end up in the emergency room¿. The pump was used to deliver hydromorphone. Additional information has been requested, but had not been received as of the date of this report.